Event description:
It was reported that during a lap sigma procedure, there were malformed staples. Overstitched by hand. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).